Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported irregular appearance was observed as a premature deployment of the posterior needle tip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the returned device condition, a conclusive cause for the reported difficulty inserting the device could not be determined. Factors that contribute to difficulty inserting the device into the anatomy include, but not limited to, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. The returned device condition observations indicate the posterior needle tip may have been prematurely ejected due to inadvertent depression of the plunger during the difficulty encountered inserting the device into the patient anatomy. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using an 8f sheath. Reportedly, the device was difficult to insert. The device was checked and it was noticed that the needles were slightly out of the device [irregular appearance]. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.